Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate therapy for an atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) was contacted to review the episode; however device data has not yet been provided. This investigation will be updated when further information becomes available. The patient was hospitalized, no additional adverse patient effects were reported.